Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that approximately 10 days after insertion, it was noticed during drug administration that fluid was coming out of the insertion site next to the catheter; fluid was visible in the histoid (tissue). The catheter was removed and not replaced, as treatment was finished. The patient received an extravasation approximately 10 x 5.5 cm and is being examined weekly. There was delay in treatment and no other patient injury or complications were reported.